Event description:
Reportable based on analysis completed (B)(6) 2010. It was reported that during a coronary stenting treatment procedure, the stent would not cross the lesion. The 90% stenosed target lesion being treated was located in the severely calcified and tortuous right coronary artery (rca). Intravascular ultrasound (ivus) was used. The lesion was predilated with an unknown size balloon. During the procedure, the physician could not cross the lesion with a 2.5x28mm taxus liberte stent. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient status is stable. However, analysis of the returned device revealed stent damage.

Manufacturer narrative:
(B)(4). A visual and microscopic examination identified distal stent damage. One strut was raised on row 1. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified kinks along the entire length of the hypotube shaft. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).